Event description:
An alarm issue was reported with the adc device, via email. The customer reported that the low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hyperglycemia requiring administration of intravenous insulin by an unspecified third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. A valid lot or serial number was not provided. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Extended investigation has been performed and there was no issue with the librelink application that would have led to the complaint. The customer reported missing high and low alarms with the freestyle libre librelink application.. Successfully received glucose readings and alarms notifications in the application (android 12, 2.8.2.9318, ita). Thus complaint cannot be reproduced. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, via email. The customer reported that the low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced hyperglycemia requiring administration of intravenous insulin by an unspecified third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.